Manufacturer narrative:
Insulin pump passed idle current test, ran current test, self-test, off no power test, unexpected restart error test, basic occlusion test, displacement test, and rewind. Insulin pump was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Unable to verify no delivery alarm due to prime anomaly. No motor error alarm noted. Motor passed motor test. Unable to perform occlusion test and no delivery test due to prime anomaly. Insulin pump was received with cracked display window, cracked case at display window corners, cracked battery tube threads, and broken reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump kept alarming motor error and no delivery. Customer's blood glucose level was 329 mg/dl. The customer was going to take a shot of insulin with a needle. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.